Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source- foreign; literature: the event occurred in (B)(6). Mäkinen, t. J., abolghasemian, m., watts, e., fichman, s. G., kuzyk, p., safir, o. A., & gross, a. E. (2017). Management of massive acetabular bone defects in revision arthroplasty of the hip using a reconstruction cage and porous metal augment. Bone joint j, 99(5), 607-613. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The study reported fracture of the iliac flange and migration of the augment at 22 months post operatively. No further information has been available.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
The study reported fracture of the iliac flange and migration of the augment at 22 months post operatively. No revision procedure has been indicated for this patient. Attempts have been made and no further information is available at this time.